Event description:
Information received indicates when the brake was engaged the casters would still swivel.

Manufacturer narrative:
The technician found the casters were worn due to age. He replaced the casters to repair the bed.